Event description:
It was reported that the ilet screen displayed a persistent white screen after the patient dropped the device, the unit split apart, and the patient reassembled it, consistent with screen bezel separation and display malfunction; blood glucose at the time was 174 mg/dl, and there were no alerts or alarms. Symptoms included no reported clinical effects. Outcomes included no changes in therapy and no medical intervention. Investigation included remote troubleshooting and customer education, confirmation of serial number and shipping details, guidance to shut down the device, confirmation that data would not transfer to the replacement, and instruction to return the original device. Investigation of this case revealed damage consistent with physical impact leading to display failure, with no impact to the associated cgm use. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to accidental drop.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.